Event description:
It was reported that during the use of the product, the customer noticed it was easily detached. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Two samples were received for evaluation. The samples were in used condition. During visual inspection, the light blue and white fabrics were peeled off in both cases. The reported problem was verified. The supplier provided an analysis report and based on this report the issue is not suppliers fault, but it was caused by a wrong manipulation or storage. The root cause was found to be a user issue. No action taken.